Event description:
On (B)(6) 2010, patient reported there is condensation in the cartridge compartment of the infusion device. Patient stated, she noticed the leak because, her pajamas were wet. Patient reported, she did not receive any error messages. Patient stated, she has not changed the infusion adapter for a while; is not sure how long it has been. Had patient remove the insulin cartridge. Patient reported, there is no water or insulin in the cartridge compartment of the infusion device. Patient stated, the moisture is insulin and it is inside of the insulin cartridge. Patient reported, the insulin is in the empty/used side of the insulin cartridge on the inside where the plunger used to be when the cartridge was full. Patient stated, she changed the insulin cartridge and the infusion set; was able to place the infusion device back in the run mode. Attempts to follow up with patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.